Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 600 mg/dl. Customer experienced symptoms such as vomiting, nausea. The customer was treated with manual injection, insulin intravenous drip. Customer did not alleging pump was under delivered. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they had issue with infusion sets. The customer stated that the insulin pump had insulin flow blocked alarm before they admitted in hospital. The insulin pump will not be returned for analysis.